Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an episode of a long atrio-ventricular (av) delay in a ventricular sensed episode. The atrial lead showed far field r wave oversensing that resulted in inappropriate detection of atrial tachycardia/atrial fibrillation. The device mode switched and was not tracking mode ddir so the av interval was longer than programmed. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.